Event description:
The complaint was reported as: the connector of the anesthesia bag, for the anesthesia circuit system, was found cracked. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation.